Event description:
Canceling as duplicate of 0002249697-2025-00082. It was reported that ¿trunnionosis of hip implant - resulting in broken implant needing to be revised surgically¿. This event was reported to stryker canada by health canada via mandatory hospital reporting: health canada reference #: (B)(4).

Manufacturer narrative:
This MFR report #0002249697-2025-00068 was found to be a duplicate of MFR report # 0002249697-2025-00082. All data for this patient's experience will be captured under MFR report # 0002249697-2025-00082. This product inquiry is being closed as a duplicate.

Manufacturer narrative:
This MFR report #0002249697-2025-00068 was was mistakenly identified to be a duplicate of MFR report # 0002249697-2025-00082. This supplemental is to rectify the correction. An event regarding disassociation and crack/fracture involving an unknown stem was reported. The event was not confirmed. Method & results -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: conclusion/assessment: no medical history or labeled/dated medical records were provided for review. No radiographs were provided for review. Based on the pi report and unlabeled/undated materials a tha was performed with an accolade stem and v40 cocr hip. The patient was discharged uneventfully. No records of post operative care for the asserted revision surgery, trunnionosis and/or implant fracture were provided. Event confirmation: a tha can be confirmed. Trunnionosis, implant fracture and/or revision surgery cannot be confirmed. Root cause: the root cause for the tha was oa with ho. The root cause of the unconfirmed revision surgery cannot be ascertained. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: -clinician review: a review of the provided medical records by a clinical consultant indicated: conclusion/assessment: no medical history or labeled/dated medical records were provided for review. No radiographs were provided for review. Based on the pi report and unlabeled/undated materials a tha was performed with an accolade stem and v40 cocr hip. The patient was discharged uneventfully. No records of post operative care for the asserted revision surgery, trunnionosis and/or implant fracture were provided. Event confirmation: a tha can be confirmed. Trunnionosis, implant fracture and/or revision surgery cannot be confirmed. Root cause: the root cause for the tha was oa with ho. The root cause of the unconfirmed revision surgery cannot be ascertained. The reported stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of nc and CAPA. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device identification details and return of the device are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Canceled in error as duplcate of 0002249697-2025-00082. It was reported that ¿trunnionosis of hip implant - resulting in broken implant needing to be revised surgically¿. This event was reported to stryker canada by health canada via mandatory hospital reporting: health canada reference #: (B)(4).

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that ¿trunnionosis of hip implant - resulting in broken implant needing to be revised surgically¿. This event was reported to stryker canada by health canada via mandatory hospital reporting: health canada reference #: (B)(4).